Manufacturer narrative:
A ge rep evaluated the sys and replaced the collimator iris potentiometer. The collimator iris error would prevent the generation of x-rays until the operator cleared the error by pressing a key. There was no accidental radiation occurrence. The sys operates as intended.

Event description:
The customer reported the sys displayed a collimator iris potentiometer error. No pt injury was reported.